Event description:
A plate implanted in 2001 broke post-operative and was removed the following month. Plate was implanted for an osteotomy performed on the left zygoma due to a previous trauma. The osteotomy was performed, the zygoma repositioned, and the plate implanted over the osteotomy.